Manufacturer narrative:
Hold 2.23 it additional event narrative: it was reported that the patient underwent mesh revision on (B)(6) 2016 and (B)(6) 2017 due to hernia recurrence and abdominal pain. It was reported that the patient underwent another mesh revision on (B)(6) 2018 due to hernia recurrence and adhesion. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.